Event description:
It was reported that the asymptomatic patient presented to the hospital for a non-cardiac medical treatment on (B)(6) 2017. Review of the stored electrograms revealed the defibrillator exhibited post-paced t wave oversensing. The episodes occurred on (B)(6) 2017. The physician elected not to make any programming changes.